Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose fluctuated from around 400 mg/dl to 525 mg/dl. The customer did not have any high blood glucose level symptoms. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.